Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history lot part: 412.217s, lot: 1l68286, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01 oct 2018, expiry date: 01 sep 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 412.217, lot: 1l43782, manufacturing site: mezzovico, release to warehouse date: 13 sep 2018. A manufacturing record evaluation was performed for the non-steile device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery with the fns implants. After the surgery, the bone head necrosis occurred on unknown date. On (B)(6) 2021, the patient underwent the revision surgery. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. No further information is available. This complaint involves four (4) devices. This report is for (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 46mm-sterile this report is 4 of 4 (B)(4). Related product complaint: (B)(4).